Event description:
It was reported that a patient contacted beta bionics to return the ilet, stating dissatisfaction with blood glucose fluctuations while using the device and reporting facial puffiness, and indicated they were not interested in alternative training due to approaching the return window after discussing the matter with their healthcare provider. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no documented health consequences or lasting impact. Troubleshooting and education were completed with the patient. Investigation of this case revealed no device alerts or alarms and no additional device-related findings were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.